Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead impedance had a history of being high and out of range. During a routine device exchange procedure on (B)(6) 2020, the atrial lead was capped and was not replaced. The patient was in stable condition.

Event description:
Additional information - it was reported that there also had been noise on this lead. The capped lead was explanted when the physician decided that the patient would benefit from atrial pacing, so the lead was removed and replaced. The patient was in stable condition post procedure.